Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 550 mg/dl, the insulin pump was beeping with no delivery alarm. No delivery alarm was resolved by troubleshooting. The reservoir is expected to be returned for analysis.